Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was hemolysis. This event occurred 24 times. The following information was provided by the initial reporter. The customer stated: "there are hemolyzed samples with lot#: 2109096 and lot#: 2200153. Patient veins are assessed, skin is prepped, tourniquet applied, once chlorhexidine is dry IV is started, bd slip tip vacutainer is inserted into hub of IV cathalon, tube placed inside, and labs are drawn per protocol. Once tube is full, the rn gently inverts tube 8-10 times to ensure proper mixing of blood and tube solvent."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-02-28. H.6 investigation summary bd received 4 photos and 1 sample from lot 2109096 and 4 samples from lot 2200153 for investigation. The photos were reviewed and the indicated failure mode for hemolysis was not observed; photos showed empty tubes. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory: 100 retention samples from both lots were visually inspected with no issues being identified. Further clinical testing was conducted on customer returned samples (lot 2200153) and retention samples (lot 2109096). The 1 customer returned sample for lot 2109096 could not be tested due to testing protocol (only 1 tube received): there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of retain (lot 2109096), customer returned (lot 2200153), and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was hemolysis. This event occurred 24 times. The following information was provided by the initial reporter. The customer stated: "there are hemolyzed samples with lot#: 2109096 and lot#: 2200153. Patient veins are assessed, skin is prepped, tourniquet applied, once chlorhexidine is dry IV is started, bd slip tip vacutainer is inserted into hub of IV cathalon, tube placed inside, and labs are drawn per protocol. Once tube is full, the rn gently inverts tube 8-10 times to ensure proper mixing of blood and tube solvent."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109096. Medical device expiration date: 2023-08-31. Device manufacture date: 2022-04-19. Medical device lot #: 2200153. Medical device expiration date: 2023-11-30. Device manufacture date: 2022-07-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.